Manufacturer narrative:
Investigation evaluation: an evaluation of the photo provided by the user confirmed the report on blue hook separation from the loading catheter. Our laboratory evaluation of the product said to be in involved confirmed the report on blue hook separation from the loading catheter. The device return included the loading catheter, two-way handle, trigger cord attached to the barrel with three (3) bands (two (2) black and one (1) amber band) and irrigation adapter. It was observed that three (3) black bands had been deployed and not included in the return of the device. During a visual inspection of the loading catheter, it was observed that a portion of the catheter tubing measuring 3.8 cm approximately 65 cm from the end where the blue hook separated was flattened out and one of the two blue hooks on the loading catheter had separated from the catheter tubing. It was also observed that the separated blue hook had stretched. A destructive test was performed on the catheter side that the second blue hook remained attached. The blue hook detached from the catheter at a pound force which satisfies the requirement. A dimensional inspection was performed on a section of the catheter. The outer diameter was within specification.the inner diameter was measured within specification. The subassembly history record for the loading catheter said to be involved was reviewed. The qc tensile test performed on a sample of the manufactured units met the acceptance criteria. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the condition of the blue hook (extremely stretched) and loading catheter (flattened/necked down area suggestive of linear force sufficient damage the catheter) in the returned device indicate that the device received more force than intended. The most likely cause for the reported observation was the device received excessive force during handling and/or use. If the knot and the hook are placed closer than two (2) cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state: ¿attach trigger cord to hook on end of loading catheter, leaving approximately two (2) cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. When the nurse installed the mbl-6, she tried to pull back the loading catheter and she found that the blue hook had fell off at the scope. She changed it to another one, then it was okay.